Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer reported that the insulin pump had not been dropped or bumped or exposed to moisture. The blood glucose reading was 78 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner.